Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the driveline¿s outer jacket from the controller metal connector was confirmed via an abbott representative, as well as through an image provided by the account. A clamshell repair was successfully performed by an abbott representative on 09nov2023. The relevant sections of the device history records for vad-14690 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient needed a driveline clamshell. The area of the tear was reinforced with tape. There were no alarms or issues that indicated any problem with the wires.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.